Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), genital haemorrhage ("abnormal bleeding") and cervix carcinoma ("cervical cancer") in a 22-year-old female patient who had essure (batch no. 626606) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's concurrent conditions included heavy periods, bleeding intermenstrual, bacterial vaginosis and sexually transmitted disease nos. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2009, the patient experienced alopecia ("hair loss"). In 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), cervix carcinoma (seriousness criterion medically significant), back pain ("lower back pain") and smear cervix abnormal ("abnormal pap"). The patient was treated with surgery (to remove the essure implant, salpingectomy (one side removal of fallopian tube)) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, cervix carcinoma, alopecia, back pain and smear cervix abnormal outcome was unknown, the menorrhagia, genital haemorrhage, vaginal haemorrhage and dysmenorrhoea had resolved and the nausea had not resolved. The reporter considered alopecia, back pain, cervix carcinoma, dysmenorrhoea, genital haemorrhage, menorrhagia, nausea, pelvic pain, smear cervix abnormal and vaginal haemorrhage to be related to essure. The reporter commented: essure coil that was visualized using bipolar energy with the ligasure. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: dysmenorrhoea, menorrhagia, genital haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-jun-2018: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), nausea, dysmenorrhea (cramping), hair loss, lower back pain, abnormal pap, cervical cancer and did not undergo confirmation test. Lot number were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), heavy menstrual bleeding ('abnormal bleeding (menorrhagia)') and cervix carcinoma ('cervical cancer') in a 22-year-old female patient who had essure (batch no. 626606-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's concurrent conditions included heavy periods, bleeding intermenstrual, bacterial vaginosis and sexually transmitted disease nos. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2009, the patient experienced alopecia ("hair loss"). In 2014, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient was found to have cervix carcinoma (seriousness criterion medically significant) and smear cervix abnormal ("abnormal pap") and experienced genital haemorrhage ("abnormal bleeding"), back pain ("lower back pain/my lower back hurts") and arthralgia ("my hip hurt really bad before I start my period"). The patient was treated with surgery (ablation (B)(6) 2014 and to remove the essure implant, salpingectomy (one side removal of fallopian tube)/oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, cervix carcinoma, alopecia, back pain, smear cervix abnormal and arthralgia outcome was unknown, the heavy menstrual bleeding, genital haemorrhage, vaginal haemorrhage and dysmenorrhoea had resolved and the nausea had not resolved. The reporter considered alopecia, arthralgia, back pain, cervix carcinoma, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, nausea, pelvic pain, smear cervix abnormal and vaginal haemorrhage to be related to essure. The reporter commented: essure coil that was visualized using bipolar energy with the ligasure. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: dysmenorrhoea, menorrhagia, genital haemorrhage. Concerning the injuries reported in this case, the following one is confirmed in patients¿ social media: arthralgia lot number reported 626606 is not valid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 25-may-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), heavy menstrual bleeding ('abnormal bleeding (menorrhagia)') and cervix carcinoma ('cervical cancer') in a 22-year-old female patient who had essure (batch no. 626606) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's concurrent conditions included heavy periods, bleeding intermenstrual, bacterial vaginosis and sexually transmitted disease nos. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2009, the patient experienced alopecia ("hair loss"). In 2014, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient was found to have cervix carcinoma (seriousness criterion medically significant) and smear cervix abnormal ("abnormal pap") and experienced genital haemorrhage ("abnormal bleeding"), back pain ("lower back pain/my lower back hurts") and arthralgia ("my hip hurt really bad before I start my period"). The patient was treated with surgery (ablation (B)(6) 2014 and to remove the essure implant, salpingectomy (one side removal of fallopian tube)/oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, cervix carcinoma, alopecia, back pain, smear cervix abnormal and arthralgia outcome was unknown, the heavy menstrual bleeding, genital haemorrhage, vaginal haemorrhage and dysmenorrhoea had resolved and the nausea had not resolved. The reporter considered alopecia, arthralgia, back pain, cervix carcinoma, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, nausea, pelvic pain, smear cervix abnormal and vaginal haemorrhage to be related to essure. The reporter commented: essure coil that was visualized using bipolar energy with the ligasure. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: dysmenorrhoea, menorrhagia, genital haemorrhage. Concerning the injuries reported in this case, the following one is confirmed in patients¿ social media: arthralgia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2021: social media received: event: my hip hurt really bad before I start my period added. Reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), heavy menstrual bleeding ('abnormal bleeding (menorrhagia)') and cervix carcinoma ('cervical cancer') in a 22-year-old female patient who had essure (batch no. 626606-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's concurrent conditions included heavy periods, bleeding intermenstrual, bacterial vaginosis and sexually transmitted disease nos. On (B)(6)2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2009, the patient experienced alopecia ("hair loss"). In 2014, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient was found to have cervix carcinoma (seriousness criterion medically significant) and smear cervix abnormal ("abnormal pap") and experienced genital haemorrhage ("abnormal bleeding"), back pain ("lower back pain/my lower back hurts") and arthralgia ("my hip hurt really bad before I start my period"). The patient was treated with surgery (ablation (B)(6)2014 and to remove the essure implant, salpingectomy (one side removal of fallopian tube)/oophorectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, cervix carcinoma, alopecia, back pain, smear cervix abnormal and arthralgia outcome was unknown, the heavy menstrual bleeding, genital haemorrhage, vaginal haemorrhage and dysmenorrhoea had resolved and the nausea had not resolved. The reporter considered alopecia, arthralgia, back pain, cervix carcinoma, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, nausea, pelvic pain, smear cervix abnormal and vaginal haemorrhage to be related to essure. The reporter commented: essure coil that was visualized using bipolar energy with the ligasure. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: dysmenorrhoea, menorrhagia, genital haemorrhage. Concerning the injuries reported in this case, the following one is confirmed in patients¿ social media: arthralgia. Lot number reported 626606 is not valid. Most recent follow-up information incorporated above includes: on (B)(6)2021: update of information (batch is not valid). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.